Event description:
The customer reported image rotation and orientation problem. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reflashed the nodes and reloaded software. System operates as intended. (B)(4).